Event description:
Ous MDR - after an implantation time of about 77 months, after the scheduled exchange of the device ((B)(6) 2014), a shock impedance of >150 ohm was first noted on (B)(6) /2014. During the lead revision, an visual anomaly was observed between connector and fork. The explanation was unsuccessful, therefore the exposed end was cut off. No worsening of the patient's state of health was reported. The cut-off end was returned for analysis.

Manufacturer narrative:
Only the proximal lead fragment was returned for analysis. The distal fragment, including the tip electrode, was not available for analysis. The lead was cut through 23.5 cm distal of the is-1 connector pin, as mentioned in the clinical complaint. The returned lead fragment was thoroughly analyzed. A strongly coiled rope conductor to the rv shock lead was found between the df1 connector and the fork. A conductor fracture was noted in this area. This damage can with high probability be regarded the cause for the clinical complaint. The analysis did not provide any indications for a material defect or manufacturing error. Due to the strongly coiled rope conductor, the damage manifestation indicates significant mechanical tensile stress. The origin of the mechanical damage cannot be clearly identified. However, it is deemed unlikely that such a mechanical stress to the connector can occur in the implanted state.